Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The pod data showed the first priming sequence ran 48 pulses and then the device was deactivated by the user at pulse 58. No damage to the environmental seal or bottom housing was observed. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported needle mechanism failure. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The exact cause of the reported needle mechanism failure could not be determined.

Event description:
A patient reports while wearing a pod for less than an hour the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.